Event description:
Customer had received some high and some low readings on their meter. Customer received a reading of 48mg/dl and a minute later received a reading of 111mg/dl. A review of the system was conducted over the phone. This review indicated that the pt was using off brand reagent strips. The pt did not have testing supplies for the meter to complete testing. The necessary supplies were sent to the customer and the customer will call back to complete testing.